Manufacturer narrative:
(B)(4). In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.